Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An hcp reported via product surveillance registry (psr) that a pump refill was performed in (B)(6) on (B)(6) 2014. A baclofen overdose occurred; the date of the event was (B)(6) 2014. On (B)(6) 2014 the patient experienced hypotonia, somnolence, and hypotension which required transport of the patient to the hcp's center. The patient had visited an emergency room and was hospitalized; the event was considered by the hcp as being severe. The patient received care in an intensive care unit (ICU) on (B)(6) 2014. Device reprogramming occurred on (B)(6) 2014. The event was related to the pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported fluoroscopy along with the side port access and the rotor study had also been done on (B)(6) 2014, with normal results. The patient's medical status before the event and after the event was noted to have been stable. Treatment that had occurred other than decreasing the gablofen included dopamine 5mcg/kg/min for hypotension and bradycardia, ativan for seizure activity, bipap for hypopnea and decreased respiratory rate, sepsis work up (urine, blood and csf (cerebrospinal fluid) cultures) as well as evaluation of the pump and flow studies. The pump replacement had been performed due to the patient living very far away from the center and the reports of rare overdosing in pumps from the device manufacturer. The event was thought to be "unlikely" due to the pump but there was still a lack of a definitive alternative diagnosis. No further information was provided.

Manufacturer narrative:
Analysis of the pump found no significant anomaly. The pump fluid path had slight damage to the septum material.

Event description:
No additional information received. The manufacturer&#38112;representative wanted to see if there were any analysis updates.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the pump replacement on (B)(6) 2014 was due to possible pump overinfusion. There was no patient injury and the patient recovered without sequela. A rotor study was performed and showed normal rotation and a dye study was conducted and the catheter was patent. It was noted the catheter tip was at the original level. The patient's daily dose of gablofen was 698.8mcg/day and the concentration was 2,000mcg/ml. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2014, the patient had a catheter access port (cap) dye study due to some increase in dystonic spasm. The dye study was negative and the patient¿s dose was increased to 997.5mcg/day. On (B)(6) 2014, the patient was flown from (B)(6) to (B)(6) hospital with withdrawal symptoms, dystonic spasms, and severe sedation and was admitted for workup of the pump. It was also reported from (B)(6) 2014, the patient had increased tone and irritability. At this time they aspirated the cap to check for patency and were able to aspirate cerebrospinal fluid (csf) freely. The pump and catheter appeared to be working and a possible catheter fracture was identified as an alternative etiology of the patient¿s symptoms. During the process the patient was started on a low dose of oral baclofen to cover symptoms. The patient¿s symptoms improved in three days and the patient was discharged with oral baclofen due to a little increase in tightness and the family returned to alaska. It was further reported the patient was refilled on (B)(6) 2014 and they were expecting 4ml and got 0ml and the pump was refilled. Later the patient became unresponsive and they were thinking possible overdose. On (B)(6) 2014, it was clarified the patient came in for a refill on (B)(6) 2014 and the actual residual volume (arv) was 0ml and the expected residual volume (arv) was 4.4ml. There was nothing unusual about the refill and on the morning of (B)(6) 2014, the patient became unresponsive, had apnea, was hypotonic, experienced hypotension, and decreased interactiveness. The primary care provider consulted with ¿study pi¿ regarding wean of oral baclofen and the family left for the local pharmacy for updated prescription. En route the family noticed a dramatic somnolence and hypotonia and drove to the local emergency room (ER) where the ER arranged for flight transfer to seattle for further evaluation. The patient had a short seizure during transport. The patient was flown down again to washington from alaska, was admitted to the pediatric intensive care unit (picu), and was transferred to the medical unit. The dose was decreased from 997.5 mcg/day to 749.5mcg/day and the patient¿s condition was stabilized, but the patient still had some flaccidity. On (B)(6) 2014, at 0525 the reservoir volume was checked was the erv was 18.3ml and the arv was 17ml. The healthcare provider (hcp) wanted the password for the pump off, but it was decided to put the pump in minimum rate instead. It was noted the hcp would aspirate from the cap 15-20ml based on the patient¿s size and would also access the pump to determine what amount was in the reservoir to rule out a pocket fill. The programmer indicated that 18.3ml should be there. The patient was on 2000mcg/ml and on flex, around 1000mcg/day of gablofen. The hcp would also look for other things that could be affecting this patient and would get a computed tomography (CT) of the head. On (B)(6) 2014, the patient still had some flaccidity and the dose was decreased to 649.9mcg/day. On (B)(6) 2014, the patient woke up and was alert and orientated, but still had some flaccidity. It was also reported on (B)(6) 2014, a roller study and dye study were done and both were negative. The pump reservoir volume was also checked and the erv was 16.8ml and the arv was15ml. There were no alarms seen or programming errors. It was noted they were in the process of working up the problem and they were not convinced that it was the pump as of (B)(6) 2014. The patient was found to test positive for rhinov irus/enterovirus and the sepsis workup was negative. The pump rate was initially reduced to minimum and then was restored. The patient¿s symptoms resolved on (B)(6) 2014 and the patient was able to be discharged over the weekend and had returned to baseline with a planned pump replacement for (B)(6) 2014. It was further reported the patient¿s pump was replaced on (B)(6) 2014 and the catheter was checked for patency at the time of surgery and was patent. The patient was doing well now. Prior to pump replacement the patient¿s dose was dropped because the patient was still hypotonic; however after the replacement the dose was titrated back up to around 1,000mcg/day. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the issue resolved without sequela as of (B)(6) 2014.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.